Manufacturer narrative:
(B)(4). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified lumen damage between 2.5cm to 6.0cm from the proximal end of the proximal markerband. The inner and outer lumen was damaged and kinked at 5 points. This type of damage is consistent with excessive force being applied to the delivery system. The stent was not damaged. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The 80% stenosed target lesion was located in the severely calcified mid right coronary artery (rca). The lesion was pre-dilated with an apex 2.5x20mm stent at 16atms. Next the physician attempted to advance a taxus liberte' 4.5x16mm stent across the lesion but was unsuccessful. The stent delivery system was removed from the patient and at that time it was noted that stent struts were lifted. The lesion was pre-dilated a second time with a quantum maverick 3.5x8.0mm balloon at 16 atms and another of the same stent was used to successfully complete the procedure. No patient complications were reported and the patient status is reported as stable.

Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The 80% stenosed target lesion was located in the severely calcified mid right coronary artery (rca). The lesion was pre-dilated with an apex 2.5x20mm stent at 16atms. Next the physician attempted to advance a taxus liberte' 4.5x16mm stent across the lesion but was unsuccessful. The stent delivery system was removed from the patient and at that time it was noted that stent struts were lifted. The lesion was pre-dilated a second time with a quantum maverick 3.5x8.0mm balloon at 16 atms and another of the same stent was used to successfully complete the procedure. No patient complications were reported and the patient status is reported as stable.